Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. After the microbiological testing by a third party laboratory, the evaluation of the subject device by (B)(4) confirmed following defects: light guide lens cracked; insertion tube damaged. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for stenotrophomonas maltophilia and staphylococcus hominis. The user facility did not provide other detailed information such as the number of stenotrophomonas maltophilia and staphylococcus hominis. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.